Manufacturer narrative:
Date sent to the FDA: 9/15/2016. Additional information: age/date of birth. Corrected information: explant date. Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2006 by dr. (B)(6). Due to mesh exposure at (B)(6) hospital. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat anatomic stress incontinence and mesh was implanted. It was reported that following insertion, the patient experienced painful intercourse, vaginal bleeding, urinary tract infections, urinary incontinence, emotional distress and pain. It was also reported that the patient experienced mesh exposure and underwent mesh revision/removal on (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.